Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, nine minutes into the ablation, the pt complained of something warm near the perineum. Although warned not to move, the pt began "scooting up" and fluid began to leak out of the cervix. As the pt continued to move, the sheath came out and hot fluid leaked everywhere. As a result, second degree burns were sustained, internal to the vagina, no external burns were sustained. The burn was treated with silvadene cream and the pt returned the next day for follow up. Clinical follow up information revealed that there was no malfunction noted with the product, the burn covered approximately 30% of the vagina.. There were no further complications reported with this event and the pt's condition is reported to be "stable".

Manufacturer narrative:
The complainant has indicated the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.